Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: part: 03.122.056, lot: 8591251, manufacturing site: hägendorf, release to warehouse date: january 21,2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the visual inspection has shown that an unknown k-wire is snapped off within the proximal guide hole of philos aim-device . In general the philos aim-device is in a used condition as well as at all guide holes some marks and dents are visible. Functional test: a functional test cannot be performed of the detected damage. Further attempts failed to release the jammed k-wire piece in the philos aim-device (cold welding). Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the received condition agree with the complaint description and the complaint therefore is confirmed. The investigation has shown that an unknown k-wire is snapped off within the proximal guide hole of philos aim-device . In general the philos aim-device is in a used condition as well as at all guide holes some marks and dents are visible. These indications led us assume that the device encountered unintended forces, such as a mechanical overload during surgery, which finally caused the post manufacturing damages. The exact cause of this occurrence cannot be defined anymore, it can only be assumed that this complaint condition is most likely due to inadequate handling of k-wire, wrong direction / angulation or wrong k-wire diameter. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the k wire snapped off within the guide hole. No patient involvement was reported. This is report 1 of 2 for (B)(4).